Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately five years and eight months post filter deployment, a computed tomography (CT) scan revealed that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. At some time post filter deployment, it was alleged that filter positioning issue and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard denali was deployed inferior to the renal veins, slightly tilted to the right of midline in a patient with deep vein thrombosis. A repeat inferior venacavogram showed that the filter apex was not against the inferior vena cava wall. Approximately, five years eight months of post deployment, a computerized tomography-abdomen without contrast was performed which showed that an inferior vena cava filter was normally located within the inferior vena cava with the tip 5.6 cm inferior to the renal vein. Angle of tilt: 5° right lateral and 2° ventral tilt. The inferior vena cava filter struts showed 2 mm of extension through the inferior vena cava wall. There was no organ extension. There was no fracture. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and positioning issue of the filter. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.